Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (more than 400 mg/dl) and customer went to the emergency room (ER). Intravenous fluids were administered to treat bg. After 3-4 hours, customer left ER feeling fatigued, but stable. Blood glucose was in the mid-low 200 mg/dl range. Customer reported cause of low bg was due to the pump basal setting was too low. Customer's healthcare provider increased the basal setting.